Manufacturer narrative:
The alleged broken ias12-120lpi is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 28 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the following: warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Instructions for use of device: create an incision using standard surgical procedures. (Note: incision should accommodate diameter of cannula. An inadequate incision may cause increased resistance to insertion, increasing the required penetration force, and possibly resulting in a loss of control during entry.) This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report 5095057 received from a maude database on 4aug2020. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The maude report that was found was written against the ias12-120lpi, airseal 12/120mm lpi port. The report states "an 8 mm plastic chip had broke off the tip of the airseal trocar during robotic surgery. Tip was unable to be located and removed from within the surgical site." Therefore, it is assumed that the component was left in the patient. The report does not indicate the reporting source of the event; therefore, no follow up assessment could be made for further information or patient status. This report is being raised on the basis of injury due to the maude report stating "tip was unable to be located.